Manufacturer narrative:
A philips technical service engineer (tse) performed functional testing and communication and remotely accessed (remote desktop protocol-rdp) the primary server and found both routers were offline. The tse provided their analysis findings; however, we are unable to confirm the final disposition of the device or how this issue was resolved as the customer did not respond to requests for additional information. Based on the information available and the testing conducted, the cause of the reported problem was due to both core routers offline.

Event description:
It was reported that all the surveillance and overview stations are in local mode. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. A philips remote service engineer (rse) assisted the customer with troubleshooting. The rse confirmed that all three surveillance and overview stations are in local mode. The primary, physio, and web servers are connected. Both routers are offline, and the primary server cannot ping them. The rse determined the cause of the reported issue is both core routers are offline. The customer is taking responsibility to correct/repair the device. The rse instructed the customer to call back if the issue is not resolved.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.